Event description:
The following has been reported: "problem: staff reported device was giving error codes. Action: picked up pump and brought to dept, let pump run for awhile to see if any error codes would occur. Hooked up pump to software and ran tests, found pump to fail flow rate,and downstream occul. Calibrated both pressure and flow and re ran tests. All tests passed. Updated software version and checked wifi information. Also found pump to fail pressure test, replacing the membrane resolved this issue. Issues had with pump software disconnecting from pump resulting in more time spent on repair. Resolution: no further action" reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.